Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported while elevating tooth #4 the elevator tip broke. The tip was removed, it was not embedded in the patient. There was no injury to the patient and the surgery was completed using another instrument. A 2-3 minute surgical delay was reported.

Manufacturer narrative:
The elevator was visually evaluated and the tip was found to be broken off. The broken fragment was not returned with the elevator. There are scratches and normal signs of wear on the handle indicating the use of the instrument; no discoloration was found. A functional check was not performed as tip was not present. The most likely cause of the fracture is excessive force applied by the user. The instructions for use for this product states in the section titled warnings and precautions: the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip... Avoid undue stress or strain when handling or cleaning instruments. There are no indications of manufacturing defects.